Event description:
Hosp advised that a 100 cc container of cardizam was set up to infuse at a rate 10 cc/hr. The bag emptied in two hrs. A secondary infusion of lactose ringers was also set up. There was no pt consequence.